Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter: the balloon was being inserted by the surgeon when he felt a pop and thought the obturator may have snapped. Corrective action taken relevant to the care of the pt; a new balloon was used. There was no change to the pt's outcome. No pieces of the device fell into the surgical cavity, no unanticipated tissue loss, no tissue damage, no blood loss of 500cc or more, no extension in surgical time by more than 30 mins.

Manufacturer narrative:
(B)(4).